Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean certain areas of the pump and follow loading instructions, but was initially unable to load the cartridge successfully. After further assistance from customer support associates, who provided correct procedure instructions, the issue was resolved, and the customer successfully resumed insulin therapy.